Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported surgeon was performing a revision acdf. He was removing a plate that spanned c5-7 and placed a one level plate at c5-6. While tightening one of the skyline screws, the tip of the screw driver became loose. This driver was swapped out for another driver that was in the set. There was no harm to the patient, no delay in the case and the surgery was successfully completed.